Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had problems with sensor. Customer reported that one sensor cannula was removed curled and the other was removed and cannula was not there. Customer was advised that sensor would be replaced.